Event description:
It was reported that the helix of the lead was not extending. After many turns of the rotation tool, the helix finally extended, but there was high impedance on the lead. The physician decided to try another location. It was also reported that there was some "bends/turns" to the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.